Manufacturer narrative:
Siemens has requested the instrument message logs to be returned for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant d-dimer results between the stratus cs and another siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Submitting this follow-up #2 report because a message was received after submitting fu #1 that said "error: duplicate report is found for this supplement report." A duplicate report for fu #1 cannot be found. Have contacted esg helpdesk on 08/24/2018 and 09/04/2018 and was told they cannot assist me in this matter. Added initial reporter's name and phone number. Results of investigation: siemens analyzed the message logs provided by the customer. The stratus cs sn (B)(4) is performing as intended, and the ddmre testpak lots 407212002 and 407289002 are within their manufacturing release specifications. It is well documented in the literature that discrepant results are not uncommon when comparing ddmr results for the same patient/specimen between different assays and different platforms. This is due, in large part, to the differences in antibody specificity and sensitivity for ddmr molecules between assays. Additionally, d-dimer assays lack standardization across platforms, further leading to difficulty in comparing results between assays. It is also good practice to centrifuge samples prior to running any stratus assay, as stated in the IFU, to minimize the interference from microparticulates (cell debris) or microclots that may interfere either with antibody binding and/or the detection of the fluorescent signal. There is insufficient information available to determine the exact reason for the sporadic discrepant results.

Manufacturer narrative:
Siemens reviewed the data files that were provided by the customer. The files do not indicate any performance issues with the glucose sensors around the time the discordant samples were reported. The two glucose sensors had no errors. The aqc results for both systems were in the expected ranges. The timing of the samples shows that the central lab was run 5.5 hours before the samples were run on the rp500 systems.